Manufacturer narrative:
Method - actual device evaluated; results - operational problem; conclusion - manufacturing process problem. Problems with a device that can be traced back to a problem in the manufacturing and/or production process. Manufacturer's ref. No: (B)(4). It was reported that a patient underwent a procedure with an ep ¿ shuttle rf generator system - 100w. The bsx ept blazer ablation catheter was in the right atrium. As soon as the foot pedal was connected to the generator, ablation started without the foot pedal being pressed. The "stop" button on the stockert was immediately pressed. Since the stockert was in "standard" mode, not more than approximately 2w were reached. This process was repeated with the same results. The procedure was completed with no patient consequence. The defective foot pedal was replaced. Issue was resolved.

Manufacturer narrative:
The hardware investigation has begun but it has not been completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Concomitant product: non biosense webster - bsx ept blazer ablation catheter. (B)(4).

Event description:
It was reported that a patient underwent a procedure with an ep - shuttle rf generator system - 100w and a the ablation stared without the foot pedal being pressed. The bsx ept blazer ablation catheter was in the right atrium. As soon as the foot pedal was connected to the generator, ablation started without the foot pedal being pressed. The "stop" button on the stockert was immediately pressed. Since the stockert was in "standard" mode, not more than approximately 2w were reached. This process was repeated with the same results. The procedure was completed with no patient consequence. Since the ablation started without the foot pedal being pressed, there is a potential risk to the patient. Therefore, this issue has been assessed as a reportable malfunction.